Event description:
The surgeon reports that approximately one month after implantation of the crystalens in the right eye, the pt presented with chronic cystoid macular edema (cme) due to inferior haptic rubbing on the iris. The iol was explanted and replaced approximately four months after implantation. According to the surgeon, the pt's current prognosis is expected to be good with resolution of the cystoid macular edema (cme).

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue.